Event description:
Two and half hours into treatment, customer reported patient suffered from sharp pains in abdomen, shortness of breath, high bp. On doctor's orders, patient was ambulanced to hospital; sodium level 166.

Manufacturer narrative:
The gts rep was unable to calibrate the conductivity. The gts rep replaced the "a" conductivity cell. He calibrated and verified a and b conductivity. He then ran through a setup and monitored the conductivity for 2 hours.